Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the turbo-ject® double lumen minocycline/rifampin bedside power-injectable PICC had a crack in its hub. To date, additional event and patient information are unknown. There were no adverse consequences to the patient as a result of this reported issue.

Manufacturer narrative:
Investigation - evaluation: a review of the drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. We received one used double lumen 5fr PICC line catheter with two microclaves attached to the proximal fitting hubs. Visual examination confirms surface damage to the shaft of the catheter. Upon measuring from the manifold to the first noted kink located on the shaft of the catheter is approximately 6.7cm. The second kink is measuring 10.3 cm from the manifold. The lumen is opened and appears to be in good condition. No damage was noted to the manifold. Both lumen's have the clear clamp. It appears that both lumen's have a green substance on the surface of each extension tubing. Physical examination of the device indicates a sticky feel to both extension tubing's. The distal end of each extension tubing appears to have no damage and is secure within both entries at the manifold. The orange hub has no visual cracks or fractures. The white hub has no visual cracks or fractures. The proximal end of the extension tube appears to be in good condition and is attached to the orange hub. The proximal end of the extension tube is partially detached from the white hub. The partially detached lumen is only visible when bending the proximal hub away from distal tube. A leak test was then performed on each lumen. A leak was noted on the clear extension tubing on the white hub. No leak was noted on the extension tubing on the orange hub. Outer diameter extension tubing, inner diameter extension tubing, and length of extension tubing for both extension tubes were found to be within specification. A document based investigation evaluation was performed. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no notable gaps in production or processing controls were noted. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. The product IFU states: the cook spectrum turbo- ject PICC is indicated for multiple injections of contrast media through a power injector. The maximum pressure limit setting for power injectors used with spectrum turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate of 2ml/sec as shown table. Average static burst pressure in 37° c water is 230psi. Static burst pressure is the failure point of the catheter when totally occluded. Warning: power injector machine pressure limiting feature may not prevent over-pressurization of an occluded catheter. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause was found to be inconclusive. Appropriate measures have been initiated to address this failure mode. We have notified the appropriate personnel and will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
No new event description information to report at this time.